Manufacturer narrative:
It was reported that the sureshot did not have a signal on the screen during a tibial nail surgery. To complete the surgery the surgeon change the surgical technique and used the hands to complete the procedure. The procedure was completed without delay. The associated sureshot targeter, intended for use in treatment, was returned and evaluated. Visual inspection of the returned product found no obvious signs of damage. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. The targeter was recognized by the unit, therefore the stated failure could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. This instrument was manufactured in 2017. This is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use.

Event description:
It was reported that the sureshot did not have a signal on the screen during a tibial nail surgery. To complete the surgery the surgeon change the surgical technique and used the hands to complete the procedure. The procedure was completed without delay. It is unknown when the event occurred.

Manufacturer narrative:
(Describe event or problem: delay 0-30 min). New information was received with an aware date of 19 aug 2020.

Event description:
It was reported that the sureshot did not have a signal on the screen during a tibial nail surgery. To complete the surgery the surgeon change the surgical technique and used the hands to complete the procedure. It is unknown if the procedure was completed without delay. It is unknown when the event occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.